Event description:
It was reported that during an ablation procedure, the signal noise occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings on both carto and the recording system at the same time. The physician did not have any signal available to monitor patient heart rhythm. The case was completed by changing the catheter without any patient consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported.since no lot number was provided, no device history record review could be performed.

Manufacturer narrative:
(B)(4) it was reported that noise contaminated all catheter signals. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The DHR could not be reviewed since there was no lot number available. The customer complaint cannot be confirmed.